Manufacturer narrative:
Unit passed displacement test and self test. However, unit alarmed unexpected restart and loss setting due to c13 I/b leaking voltage. No external ram crc error alarms noted. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump alarmed external ram error. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump passed self test. The insulin pump will be returned for analysis.